Event description:
The catheter was severed at the upper level of the hole where the catheter exits the needle. Pt outcome was not provided by the reporter. No further details available and attempts to received additional info were unsuccessful. Info regarding pt outcome/consequence requested, but not provided by reporter.

Manufacturer narrative:
Expiration date unknown as lot is unknown. (B)(4). The complaint device was not returned to assist in our investigation and very limited info was provided regarding details of event. Per specification, the heel of the bevel is dulled to minimize sharpness and a shear test is performed on the needles. A corrective action/preventative action has been opened to address this failure mode. We will continue to monitor for similar complaints and have notified the appropriate personnel.